Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string broke off several tampons during removal and the tampons remained inside her body. She was able to manually remove the tampons and did not seek medical assistance.